Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose(bg) was impacted 400 (mg/dl). The customer called the health care provider and was instructed to contact tandem technical support. The customer delivered a manual injection for correction to bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.